Event description:
The advocate called on behalf of a (B)(6) customer. She alleged that he tested his blood glucose using his contour link meter and received a reading of 4.7 mmol/l. Sometime after testing his glucose, the advocate was helping the customer to the bathroom and he almost collapsed. The advocate treated him with sugar cubes to raise his blood glucose level. No other information was provided. The advocate declined to troubleshoot and insisted the meter be replaced. She was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.